Event description:
A customer reported a malfunction on their insulin pump after it was dropped into a bowl of water. The malfunction was identified as non-resettable, displaying malf 3, and the fault ID 3-0x2076 was available. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, the customer was advised to switch to multiple daily injections as a backup insulin delivery method. Tandem technical support sent a replacement pump and provided instructions for putting the old pump into storage mode before returning it. The customer was also given steps to follow upon receiving the new pump and was informed to return the faulty pump using a pre-paid ups label within 10 days.